Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by techniques in hand & upper extremity surgery titled ¿ligament suspensionplasty with suture tape augmentation for basal thumb arthritis¿. The study reviewed sixty-one (61) patients who underwent hand and wrist procedures using arthrex swivelock to treat carpometacarpal joint arthritis. Three (3) patients experienced trigger finger, one (1) patient experienced superficial skin infection, and one (1) patient experienced complex regional pain syndrome and trigger finger, and one patient experienced early pain due to nerve irritation during the seven and a half (7.5) month follow-up period. Ref: shen, v., et al. (2024). "Ligament suspensionplasty with suture tape augmentation for basal thumb arthritis." Tech hand up extrem surg 28(4): 201-207.